Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was trying to charge the implanted neurostimulator and when they put the recharger on the dock the three lights on the battery keep blinking back and forth and it is not charging. The issue started the other day, the patient would say friday. Patient said, they broke her back and didn't know how long it had been since they charged the device. On the call had patient place the recharging device in the docking station and a reset. It did not resolve the issue. An email was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #:(B) (6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.